Event description:
It was reported that during a laparoscopic cholecystectomy, a clip applier was tested prior to insertion and deployed during the pre-use test, when used in patient, the handle was squeezed but it would not fire to deploy clips. A tip irregularity was observed, described as alignment shears at the instrument tip being off-center and not straight. The case was completed using another applicator. The patient was reported alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.